Manufacturer narrative:
The centrimag console was captured under MFR# 2916596-2019-03783. Manufacturer's investigation conclusion: the reported event of an audible noise from the motor as well as the a m6 alarm and the motor being hotter than normal was not confirmed. The centrimag motor was returned to ppe for analysis and underwent resistance and insulation testing. The motor functioned as intended. The motor was run on a lab test centrimag system without any issues. The motor was forwarded to the service depot for analysis and was evaluated and tested. The reported event of an audible noise from the motor as well as the a m6 alarm and the motor being hotter than normal was not able to be duplicated or verified. The motor was tested for an extended period of time with the returned and associated console and a test flow probe. No abnormal noise or high temperatures were observed. No m6 alarm or any other alarms were present at any point. The motor performed as intended. A full functional checkout was performed, and the motor passed all tests. The motor cable was inspected, and no issues were found. The root cause for the reported event was not conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device, 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the centrimag motor had a audible noise and it was felt that the motor temperature was hotter than usual. On (B)(6) 2019, the system alerted that m6 system motor over temperature was alarming. The healthcare providers initiated a controller system exchange to the backup system and re-instituted support. The patient was stable through the whole process. No further or additional information was provided.